Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the tube pms plh 13x75 3.0 blbl lme ce there was an issue with erroneous results. High sensitivity troponin assay results not reproducible. The following information was provided by the initial reporter: customers who attempted to evaluate the precision of the high sensitivity troponin I (hstni) assay using barricor tubes. The customer collected 16 blood samples in barricor tubes, tested them twice and found that the results were not reproducible. He centrifuged the samples at 3000 rpm (~1600-1800 g) for 6 minutes. ,

Event description:
It was reported that during use of the tube pms plh 13x75 3.0 blbl lme ce there was an issue with erroneous results. High sensitivity troponin assay results not reproducible. The following information was provided by the initial reporter: customers who attempted to evaluate the precision of the high sensitivity troponin I (hstni) assay using barricor tubes. The customer collected 16 blood samples in barricor tubes, tested them twice and found that the results were not reproducible. He centrifuged the samples at 3000 rpm (~1600-1800 g) for 6 minutes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.